Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, is it presumed that the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. The event can be detected/prevented by following the instructions for use: instructions for use bf-1t180 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope instructions for use bf-1t180 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope distal end has a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.